Event description:
It was reported that during preventive maintenance (pm) performed by the customer the system of the cs300 intra-aortic balloon pump (iabp) was locked in service calibration twice. The average vacuum pressure was out of specification. The iabp unit would not start a test without rebooting. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The stm replaced the main board and datasettes to resolve the issue and tested extensively; the device no longer froze up after performing tests. The stm performed all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during preventive maintenance (pm) performed by the customer the system of the cs300 intra-aortic balloon pump (iabp) was locked in service calibration twice. The average vacuum pressure was out of specification. The iabp unit would not start a test without rebooting. There was no patient involvement, and no adverse event reported.